Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Despite following instructions to troubleshoot the issue, including checking power sources and attempting a boot-up sequence, the screen remained unresponsive. Customer technical support determined that a replacement pump was needed and arranged for it to be provided.